Event description:
The advocate called for help with the customer's breeze2 meter. She alleged, his blood glucose readings had been higher than usual. She performed control tests during the call and received results of 182 and 170 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.